Event description:
This device was exchanged due to early eri. This device has been returned with a note that there was an data error message.

Manufacturer narrative:
Upon receipt, the device was interrogated revealing the battery status eri. During the interrogation a warning message was triggered regarding the battery condition. The memory content of the device was inspected. During the device interrogation it was observed that the battery status eri was triggered on (B)(6) 2014 as a result of a depleted battery. The memory content documented that the current consumption was normal. The pacemaker was opened and subjected to further analysis. The visual inspection of the inner assembly showed no anomalies but the battery was found to be depleted. The battery was disconnected from the electronic module. Further investigation of the electronic module did not show any anomalies. In particular the current consumption proved to be normal and expected. The battery was sent to the manufacturer for analysis. Analysis results of the battery: the manufacturing process for the battery was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The battery was subjected to a visual and an electrical inspection, including x-ray as well as micro-calorimetry analysis and confirmed the battery depletion. The destructive analysis did not reveal any abnormality which might have led to an early depletion of the battery. In summary, despite the dedicated analysis, the root cause of the early battery depletion could not be determined. The therapy functionality of the pacemaker was not compromised while implanted and in service.